Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
The review of the egms showed noise on the lead. Noise was observed on both rv sense/pace channel and on the rv coil can vector. The noise appeared to be caused by an internal insulation anomaly. The physician opted to monitor the patient. The lead remains implanted.